Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after each of several successful seal cycles, the handle would not longer open. After squeezing the handle several times, the device would reopen. Another device was used with the same result. This caused the surgery time to be extended by 30-40 minutes. There was no bleeding, no tissue damage and no pt injury.